Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room service due to low blood glucose with blood glucose level was 52 mg/dl. Customer stated they were taking too much insulin. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.